Event description:
It was reported that the sterilized product was opened during the operation on (B)(6) 2014.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the sterilized product was opened during the operation on (B)(6) 2014. Brown liquid leaked out of the package; it possibly leaked out from the hand piece of the product. The surgeon could not use the product due to insufficient sterilization. It is unknown if or how much this caused a delay in the procedure. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: compact air drive (cad) 511.701 / (serial) (B)(4) was inspected. All testing was performed according to chapter pre-repair diagnostic assessment of associated documents. Tests 70 "check function of soft mode switch" and test 110 "check for air leak" failed during inspection. After disassembly, residue of brown/red colored liquid was found in the guiding sleeve, which could be wiped off. No indication of rust could be found. The allegation that "the sterilized product in question was opened during the operation with brown liquid leaking out of the package, which possibly leaked out from the hand piece of the product in question. Therefore, the surgeon could not use the product due to insufficient sterilization," reported by the customer could be confirmed. Due to a discovered air leak at soft mode switch and coupling shaft, it appears that during reprocessing/sterilization residues of flushing water were kept in the housing of complaint cad. According to the service record database, the last service was conducted on (B)(4) 2013. The device needs to be serviced. Device used for treatment, diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.